Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that two different incidences with same product on the same day. Blood leaking from the PICC. Unable to use PICC lines and infuse needed medication until replaced. No other information was provided. Additional information received (B)(6)2023: the event did not involve an urgent or life threatening situation. One patient had to travel from a community hospital to return to facility for correction, delaying treatment even longer. This report addresses the second device and patient.

Event description:
It was reported by the customer that two different incidences with same product on the same day. Blood leaking from the PICC. Unable to use PICC lines and infuse needed medication until replaced. No other information was provided. Additional information received 21 june 2023: the event did not involve an urgent or life threatening situation. One patient had to travel from a community hospital to return to facility for correction, delaying treatment even longer. Additional information received 17 july 2023: customer reported slow bleeding, clotting and uncontrolled bleeding. Unable to use line. This report addresses the second device and patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.